Manufacturer narrative:
This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two years. Reference MDR 9611343-2011-00001.

Event description:
It was reported that images on the frontal plane monitor were flickering intermittently during fluoroscopy exposure. The user stated that when the monitor was flickering, the images were unusable. This issue may result in a degraded image quality that can prevent completion of an exam. No pt injury or death reported. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.